Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Review of the device history record could not be performed as no lot number was reported for this complaint. Product examination could not be performed as no product was returned for this complaint. Zimmer biomet inspection procedure as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The sample size per department sampling plan form, 7.6300/a, dictates that the sampling size for qa inspection for this product must be at least 19. Because no product was returned for this complaint, the reported event is non-verifiable. There were 6 closed complaints that used the same risk management file line as part of their respective risk assessment. The scope of this search includes all part numbers contained within rmf-130 line item. The root cause cannot be specifically determined with the provided information.

Event description:
After usage of the pulsavage, 2 transparent plastic parts, approximately 1mm thick and 1-2 cm long, were found. No patient involvement. No adverse events were reported as a result of the malfunction.